Event description:
A considerable "suck down" of the left ventricular inlet occurred. It was noted that the patient had a prior history of atrial fibrillation (af) and vt, however it was unknown if the event was device related. An x-ray was performed for the inflow cannula malposition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. Additionally, the reported inflow cannula misalignment could not be confirmed. The controller event log file contained events from (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer's investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023, the bi-vad patient presented to the hospital after experiencing 6 shocks from their implantable cardio defibrillator (ICD). They also had symptoms of fatigue and chest tightness. The patient had been in continuous ventricular tachycardia/ventricular fibrillation (vt/vf). A transthoracic echocardiogram (tte) revealed that their left ventricular assist device (lvad) inflow cannula was against the patient's septum. The pump speed was lowered a total 300 rpm, decreased from 6200 rpm to 5900 rpm. They were given a bolus of lignocaine and lignocaine infusion. The patient was then sedated and received 4 external direct current (dc) shocks and was converted to sinus rhythm. It was noted that the patient had a prior history of atrial fibrillation (af) and vt prior to lvad. Related manufacturer report number for rvad: 2916596-2023-07977.